Event description:
The mu's entered in the weighting dialog do not match the dose distribution. Dose distribution doesn't match settings in the weighting dialog.

Manufacturer narrative:
This problem is the same as the problems reported under 9611894-2008-00007 through 961184-2008-00010. Customer bulletin 555. 00072-01 revised info: inconsistent dose after beam weighting or auto recovery was re-issued to facilities on june 24, 2008. In addition, service bulletin 666.00020-00, stop roll-out of ocentra masterplan for all external beam customers was issued on june 24, 2008.